Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was due to patient's bad heart condition. On (B)(6) 2017, the patient was admitted for treatment of an atrial arrhythmia. It was noted that the patient had atrial fibrillation and the device went into backup vvi after delivering hv therapy. The device was successfully restored and hv therapies were disabled. Abbott technical support indicated that the bvvi occurred while charging or while delivering hv therapy and suggested replacing the device. External defibrillator support and monitoring was provided until device can be replaced. On (B)(6) 2017, the device went into backup vvi again this time it was due to an external shock. The device was again successfully restored and hv therapies were disabled. On (B)(6) 2017, it was reported the patient was in poor condition and had atrial fibrillation which was converted by external shock. As a result, the device went into bvvi mode for the third time. The device was reprogrammed again. While reprogramming the device, inappropriate shock and low out of range high voltage impedance on the rv lead that was previously recorded was noted. No further information is available at this time.